Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged noisy device with hot in touch and visualization of particles in airway .the patient also alleged headache and sore throat. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging noisy device with hot in touch and visualization of particles in airway and the patient also alleged to headache and sore throat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally /internally and observed unknown contaminant around the outside and inside of the iso port of the rear panel and an unknown contaminant was also observed on the outside of the top enclosure at the accessory module door and along the top of the front panel and on the blower and bottom enclosure. The manufacturer found evidence of liquid ingress with mineral deposits was observed to the blower box and blower, a keratin like substance was observed on the blower box outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and they confirmed no presence of degraded sound abatement foam and there is no evidence of sound abatement foam degradation/breakdown.